Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and found impedances on the ipg. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.